Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was treated with unspecified antibiotics for the event. It was not reported if the patient was hospitalized for the event. Twelve days after event onset, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was not recovered. No additional information is available.